Event description:
It was reported that a high drain 105 (this indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode) occurred at the end of therapy on the home choice (hc). The patient stated the alarm had occurred in the previous therapy. The patient did not have any symptoms. The therapy was continuous cycling peritoneal dialysis, the total volume equaled 17000ml, the fill volume (fv) equaled 2800ml, the last fill volume (lfv) equaled 2000ml, the dextrose was set to different, and the cycles equaled five. The cycle five ultrafiltration equaled 2805ml. The technical service representative (tsr) explained the alarm to the patient. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was originally manufactured in 1998. The device was not available for evaluation. A device history review was performed with no issues noted. A service history review was performed with no issues noted that could have caused or contributed to the reported high drain alarm. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.